Manufacturer narrative:
No product was returned for investigation. The root cause of the cardiac arrest, ischemia, and thrombosis was unable to be determined due to insufficient clinical details. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.".

Event description:
It was reported that a patient was placed onto impella cp support due to acute myocardial infarction/cardiogenic shock. During percutaneous coronary intervention, the patient had a moment of pulseless electrical activity arrest during stent placement but recovered after balloon was down. The patient had a warm foot but no pulse while the catheter was in place. Pulse was present at popliteal. After pump explant, pulse still was not present. Angiograph found a clot that was removed by thrombectomy, restoring flow to the foot. Angioseal was used for hemostasis following impella removal. The patient survived.